Manufacturer narrative:
Totalcare bariatric bed and totalcare bariatric plus therapy system user manual states: do not use the product outside the recommended patient characteristics. Pt injury or equipment damage could occur. Pt weight: (B)(6) minimum, (B)(6) maximum for the totalcare bariatric plus therapy system, (B)(6) maximum for the totalcare bariatric bed. Repairs have not been completed.

Event description:
Info received indicates when the (B)(6) pt exited the bed, the brake mechanism would unlock. The tech was able to duplicate the issue.